Event description:
Report received of a user error resulting in a suction swab disengagement. Reporter stated that on (B)(6)2010, a nurse attempted to provide oral care to an uncooperative patient. When the nurse placed the suction swab into the patient's mouth, he bit down on the suction swab handle. Reportedly, the plastic straw separated into two pieces. Reporter stated the patient inhaled the swab head with attached piece of plastic handle. Reportedly, a bronchoscopy was performed and the swab head with attached piece of plastic handle was removed from the patient's airway. It was reported that the patient did not sustain injury from the occurrence. Instructions for use state, "a bite block should be used when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands." It was reported that although the patient was uncooperative, a bite block was not used at the time of the incident. Reportedly, the swab head with attached piece of plastic handle was discarded. The remaining plastic straw was saved, however, facility declined to return it to sage products, inc for evaluation. Lot information was not available from reporter. Though requested, no additional information was provided.